Event description:
During a laparoscopic paraesophageal hernia reapie with nissen fundoplication and lap chole - the surgeon while using the endo stitch device it became stuck closed and the needle could not be moved. The endostitch device was removed and a seconde device opened from the same lot # this device also malfunctioned, need would not stay positioned in device, the second device was removed and surgeon continued by hand sewing anastomosis. There was no harm to the patient